Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the cause of the foreign matter remaining in the equipment could not be determined, however, it is likely that the channel was clogged due to insufficient cleaning of the device. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: all channels of the endoscope, including the instrument channel, and all accessories used with the endoscope during the patient procedure, such as all valves, must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Residual disinfectant solution and residual detergent solution may cause adverse reactions in patients. Therefore, rinse all external surfaces and channels of the endoscope and accessories thoroughly with water to remove residual disinfectant solution following disinfection and residual detergent solution following cleaning. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the product event occurred on 20-oct-2022 as reflected in b3 of this report. The final report has previously been submitted. This report concludes the additional information known regarding the event.

Event description:
The customer reported to olympus the evis eus ultrasound gastrointestinal videoscope had foreign matter that could not be removed with a precleaning brush. The reported issue occurred at reprocessing during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material clogging the water and suction tube. It was further observed that foreign objects were coming out of the distal end however, the clogging could not be removed entirely. This finding was due to insufficient cleaning or handling of the scope. Due to this finding, the balloon suction volume did not meet the standard value. Upon further inspection, it was observed that the bending section cover had wear. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.